Event description:
It was reported that nexiva 20 ga x 1.75in sp with maxzero safety mechanism was difficult to disengage. The following information was provided by the initial reporter: it was reported by the health professional that the plastic on the hub was misshapen which made the needle difficult to remove from the device. Per email: while placing a bd nexiva 20 gauge 1.75" IV I was unable to remove the needle. Prior to starting the IV I "broke the seal" on the IV which is the standard practice. Once the IV was placed in the patient I pulled back on the needle and heard an audible click when the needle retracted into its safety node. At this point, the needle normally just falls off and is easy to remove safely. Instead, the needle remained stuck on the end of the butterfly section of the IV. Finally, after gentle and careful manipulation I was able to remove the needle safely. Upon inspection I noted that the IV catheter area where the needle attaches to the catheter had a small defect in the plastic (the plastic was misshapen). This defect I assume was what was hindering the removal of the needle.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that nexiva 20 ga x 1.75in sp with maxzero safety mechanism was difficult to disengage. The following information was provided by the initial reporter: it was reported by the health professional that the plastic on the hub was misshapen which made the needle difficult to remove from the device. Per email: while placing a bd nexiva 20 gauge 1.75" IV I was unable to remove the needle. Prior to starting the IV I "broke the seal" on the IV which is the standard practice. Once the IV was placed in the patient I pulled back on the needle and heard an audible click when the needle retracted into its safety node. At this point, the needle normally just falls off and is easy to remove safely. Instead, the needle remained stuck on the end of the butterfly section of the IV. Finally, after gentle and careful manipulation I was able to remove the needle safely. Upon inspection I noted that the IV catheter area where the needle attaches to the catheter had a small defect in the plastic (the plastic was misshapen). This defect I assume was what was hindering the removal of the needle.